Manufacturer narrative:
H3 other text: device evaluation anticipated, but not yet begun.

Event description:
It was reported by the user site that during a selenia dimensions on (B)(6) 2026 that during operation, when the technician moved to a 45-degree angle to perform a lateral imaging rmlo, the arm collapsed onto the technician, striking her in the head and causing her to fall. The technician was injured and was transferred to the emergency room. A head CT scan was performed, and no abnormal findings were identified. No further information is currently available.